Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had constant low battery issues. A battery cap has been previously sent and issue persisted. Customer stated customer had changed the battery on four occasions and they only last three days. Customer's blood glucose was 10.1 mmol/l. No further info reported.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump received with normal operating current. Pump passed self test. Insulin pump passed off no power test. No unexpected low battery alarm anomalies noted.